Manufacturer narrative:
An employee initiated a diagnostic cycle on their system 1e processor; the diagnostic cycle faulted. The cause of the fault is unknown as there was no printer paper on the printer spool. A second employee inserted a cup of s40 sterilant and initiated a processing cycle; the processing cycle faulted. The second employee did not know a previous diagnostic cycle faulted and also did not observe the printer spool did not contain printer paper. The second employee, wearing gloves only, removed the tray to dispose of the s40 sterilant cup, powders in the bottom of the tray well and residual liquid in the system 1e's drip pan. During this sequence the employee reported a burning sensation on her arm. The steris service technician inspected the system 1e and confirmed that no printer paper was present. The technician placed new printer paper in the system 1e, ran a diagnostic and processing cycle and confirmed the unit to be operating properly. Steris will offer in-service training on the proper use and operation of the system 1e. As no printer paper was present during the diagnostic cycle initiated by the first employee and the processing cycle initiated by the second employee, steris can not confirm why each cycle faulted. Due to previous water supply issues at the user facility, the likely fault may be due to low incoming water temperature. The operator manual states (pp.4-6), "printouts record useful information about each cycle the system 1e processor runs." The operator manual states (pp.8-1), "documentation is a critical element in any quality assurance program. The printout that is provided for every cycle is a record containing the key points recommended by the association for the advancement of medical instrumentation (a.a.m.I.), the association of operating room nurses (a.o.r.n.), and the international association of healthcare central service material management (i.a.h.c.s.m.m.)."

Event description:
The user facility reported an employee made contact with s40 sterilant and reported a burning sensation on her arm. The employee flushed her arm with water and sought medical treatment at the facility's urgent care.